Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A followup report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device unexpectedly shut down by itself. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001: section d4, model #, of the initial medwatch report stated: prt-00490-001. Section d4, model #, of the initial medwatch report should have stated: v+o+c+s+n+pro, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4). New information for supplemental medwatch report 001: h6: the device was evaluated by ventec where the reported issue of an unexpected loss of power was confirmed. Ventec opened the device in order to perform an internal inspection and observed that the device's cough assist valve had a torn poppet ring. Ventec replaced the cough assist valve to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was that the cough assist valve's poppet ring was torn.

Manufacturer narrative:
Corrected information for supplemental medwatch report 002: section d9, returned to manufacturer, of supplemental medwatch report 001 stated: blank. Section d9, returned to manufacturer, of supplemental medwatch report 001 should have stated: 2/19/2024.